Manufacturer narrative:
Concomitant medical products: 250ml baxter bag din 00060208, lot number w8g23c1, exp oct 19 naci 0.9%; 25ml baxter bag din 00060348, lot w8f21c1, exp mar 19 5% dextrose; therapy date: (B)(6) 2018. The customer's report that the tubing fell apart and leaked at the top of the drip chamber was confirmed. Visual inspection showed that the pvc tubing of one of the two spikes was completely detached from its respective port on top of the drip chamber. Further inspection of the separated tubing end showed insufficient solvent at the tubing engagement. The root cause of the tubing falling apart and leaking was insufficient solvent being applied at the engagement of the tubing during manufacturing of the set.

Event description:
The customer reported that 20 minutes after the tubing was primed, when the nurse attempted to spike the blood product bag, the tubing fell apart and leaked at the top of the drip chamber. No patient harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 20 minutes after the tubing was primed, when the nurse attempted to spike the blood product bag, the tubing fell apart and leaked at the top of the drip chamber. No patient harm was reported.